Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the chair drives fine, but the brakes do not hold.

Manufacturer narrative:
Additional/updated information was added to reflect the right and left motor/gearbox assemblies being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, both motors had brake failure-mechanical. The right motor brake static torque was tested with a torque wrench with measurements of 35 lbs in one direction and 32 in the other. The left motor brake static torque was tested with a torque wrench with measurements of 45 lbs in one direction and 35 in the other. Brake squealing noise was detected when the brake slipped. No issues were found with the gearboxes. An expanded evaluation was performed. The expanded evaluation report confirmed that the parking brake holding torque for both motors/gearboxes was measured to be low. The maximum holding torque for both motors measured ~400 lb-in for clockwise rotation, and ~410 lb-in for counterclockwise rotation, which is well below the design specification of 680 lb-in. The parking brake of each motor was inspected, and neither the right nor the left brake pads showed evidence of stripping wear or loose pad seating. The brake assemblies could not be disassembled for further inspection; therefore, the underlying cause of the low holding torques could not be determined. Both motors/gearboxes were qualitatively observed to drive properly.

Event description:
Dealer states the chair drives fine, but the brakes do not hold.